Event description:
Incident reported as: per e-mail received, it was reported that after investigation, it was found that the customer used product incorrectly. The surgeon did not withdraw the applier to allow the load of the new clip. No reported patient injury or medical intervention.

Manufacturer narrative:
Sample not available at time of report. If sample becomes available, a full complete follow-up report will follow. The manufacturer will continue to track and trend for similar incidents.